Event description:
On 02/10/2000, the facility's nurse informed the MFR's "vp", regulatory affairs of the following: pt had an ambulatory pump attached to the device administering fluid at approximately 125ml/hr. Pt rose to a standing position and the tubing on the extension leg burst. Break was immediately clamped off and repaired. The break in the silicone tubing was very ragged. Pump did not alarm. The device was repaired and the broken pieces of the tubing were not retained. The pt is well and was not injured. Info about lot number, doctor was requested; however, the info/data was not available. No further details were provided.